Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable insulation was damaged. The cable was replaced due to the damage. Product ID 2090 programmer (B)(4).

Event description:
It was reported the stylus is not working and the screen went blank. The programmer and radiofrequency (rf) head were returned for repair. The rf head was analyzed and tested out of specification. There was no patient involvement.